Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's primary disease was confirmed as acute type b dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an unknown length thoracic aortic dissection.   It was reported that during a follow-up visit on an unknown date, a distal sine and enlargement of the false lumen were observed. The patient was referred to a different facility, where two additional stent grafts (vamc3430c150 and vamc3030c150) were implanted as treatment, approximately 5 months post index procedure. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.